Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had monitor started displaying the color bars. The event had occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed by technical assistance center by call. A root cause could not be identified. Based on the results of the investigation, it is likely the monitor started displaying the color bars led to the malfunction due to keyboard wasn't connected to the processor should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.